Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) failed, requiring manual pressure to be held for twenty minutes. Proper technique was used for deployment, and the balloon inflated fully upon initial entry. However, when looking under x-ray prior to sealant deployment, the balloon looked partially deflated. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The procedure used a 6f non-cordis sheath for the diagnostic angiogram, and then exchanged for a 6x45cm non-cordis sheath for the peripheral intervention. The procedure used retrograde access in the right femoral artery. The device was used in a peripheral interventional procedure. The user was trained in the use of the mynx device. The patient had unknown medical history. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The artery was not calcified, and there were no stents or grafts in the common femoral artery. The vessel was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The product was not returned for analysis. The product history record (phr) review of lot f2300403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the information available for review, balloon prep factors, sheath condition factors and/or access site vessel characteristics may have contributed to the partial loss of pressure reported. According to the IFU, which is not intended as a mitigation, when preparing the balloon, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. Additionally, the condition of the sheath (such as a frayed/damaged tip) can cause damage to the balloon, resulting in loss of pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2300403 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) failed, requiring manual pressure to be held for twenty minutes. Proper technique was used for deployment, and the balloon inflated fully upon initial entry but when looking under x-ray prior to deployment it looked partially deflated. There was no reported patient injury. The device was stored and prepped according to the IFU. The procedure used a 6fr non-cordis sheath for the diagnostic angiogram, and then exchanged for a 6x45cm non-cordis sheath for the peripheral intervention. The procedure used retrograde access in the right femoral artery. The device was used in a peripheral interventional procedure. The user was trained in the use of the mynx device. The patient had unknown medical history. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The artery was not calcified, and there were no stents or grafts sin the common femoral artery. The vessel was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The device is not being returned for evaluation.